Event description:
Patient reported in 2006 her blood glucose was in the 400's mg/dl (normal range is 200's mg/dl). She reported that she did not eat dinner and did not bolus for the elevated blood glucose readings. Patient reported on the next day, in the morning, her blood glucose was still in the 400's mg/dl. She changed infusion sets in the afternoon. On the next day, her blood glucose read "hi" on her meter (typically above 600 mg/dl). At 5pm she gave herself a 30 unit injection of insulin. At 6pm she reported that she still read "hi" on her meter and at 7pm administered a 30 unit bolus. At 8pm her blood glucose read 530 mg/dl, at 9pm 486 mg/dl and at 10pm 358 mg/dl. At 12am her blood glucose was in the 400's and on the next day read 470 mg/dl. During troubleshooting, it was discovered that the patient has an air bubble in the infusion set tubing. Product has been requested to be returned for evaluation.